Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header area of a revaclear 400 during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs were provided for evaluation. Visual inspection of the photos showed the product blood port connected to the tubing during priming. A drop of fluid was observed in the header area, however no specific defect that allowed the leak was visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.